Manufacturer narrative:
A review of the device history records showed that a non-conformance report was generated because the thread major diameter was undersized. The nonconforming piece was returned to the supplier and no product was moved to inventory. Relevance to the complaint condition cannot be determined. The device was received for investigation. Visual inspection showed the first thread was damaged and the etched features were discolored. Spec investigation showed the thread minor diameter and pitch were out of tolerance. This could lead to the complaint condition. The complaint is valid from a mfg standpoint. An internal corrective action has been opened to address the root cause of the issue. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The holding sleeve-standard from eval set order # (B)(4) was missing threads on the end of the tip. There was no issue with the sleeve during a procedure and the defect was noticed after the procedure was completed.